Event description:
It was reported that during a procedure of the peroneal, the armada 14 percutaneous transluminal angioplasty (pta) catheter was being advanced on the confianza pro guide wire and the catheter became stuck. The devices were removed from the anatomy as a system and replaced. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada 14 catheter noted blood on the balloon and contrast in the inflation lumen. The balloon was loosely folded; consistent with being advanced into the anatomy and inflated. The proximal end of the balloon was wrinkled. There was a bend in the inner member inside the balloon 10 centimeters distal to the proximal marker, likely due to handling/packaging for return to abbott vascular. There was no other damage noted to the balloon catheter. The guide wire used during the procedure was not returned. A full length mandrel was advanced through the tip and guide wire lumen with no resistance noted. Potential factors for resistance between a balloon dilatation catheter and a guide wire include, but are not limited to, manipulation through tortuous and/or tight lesions, the condition of the guide wire being used; coagulation of blood or contrast in the lumen of the catheter and/or on the guide wire can also be possible factors in reduced clearance/resistance. In this case, the reported resistance could not be confirmed with the returned armada 14. During functional testing, a new .014 inch guide wire was backloaded through the guide wire lumen while the balloon catheter was straight, and again while the balloon catheter was coiled with 2 loops; there was no resistance noted during backloading and removal of the guide wire. A new .014 inch guide wire was inserted into the inner lumen and the balloon was inflated with an indeflator to rated burst pressure (rbp). The balloon was deflated and the ability to move the guide wire was checked under vacuum. The guide wire was moved with no resistance. The vacuum was released and the move ability of the guide wire was again checked. The guide wire was moved with no resistance. This met the acceptance criteria of the inner lumen. The guide wire used in the procedure was not returned and may have contributed to the reported difficulty. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.